Event description:
The pump reportedly gave three doses over 16 hrs instead of the intended 24 hr time period. The pump was set for home based use to infuse a three dose bag of ancef, 3g in a total volume of 181ml. The pump was programmed in the intermittent mode to infuse 50ml every 8 hrs (2pm, 10pm, 6am) with a 1.0ml/h keep open rate between doses. A home care nurse reportedly visited the pt home some time after a 2pm dose was delivered. The bag was changed and the pump was reset. The rptr states it is possible that the user reset the pump to give the first dose immediately instead of delaying the start time to the next scheduled dose. The pt did not experience any adverse effects. No add'l info was available.